Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage at lcd board. The insulin pump was received with cracked case at lcd window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.